Manufacturer narrative:
Date of event is unknown/not provided. Exact date when patient experienced anisometropia was not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a z9002 intraocular lens (iol) was removed from patient's right eye due to anisometropia. The replacement lens is unknown. There was no patient injury and no wound enlargement. No further information was provided.

Manufacturer narrative:
Returned to manufacturer on 02/13/2017. The device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and the lens was observed cut in two pieces with both lens haptics detached. Residues of what appears to be viscoelastic ovd (ophthalmic viscosurgical device) were detected in the iol , indicating the device was handled and prepared for surgical use. Based on the evidence observed, the condition of the sample is consistent with a unit that has been cut due to ¿iol removal or explant process¿ in surgery. The reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigation requests were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: an incorrect aware date was inadvertently reported in the supplemental MDR report, follow up #1. The correct date is 02/15/2017; but was entered as 12/15/2016 in date received by MFR of the supplemental MDR report. All pertinent information available to the manufacturer has been submitted.